Event description:
It was reported that the patient's left foot was revised. An anchorage cp plate and 5 screws were removed. Reason for revision was not reported to the rep. No intra-operative observations were witnessed by or reported to the rep. No further information is available. Update 2/11/2022: the correct foot that was revised was the right foot and not the left foot as previously reported. The revision was completed successfully.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.